Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital repaired the device, and that the gas delivery system (gds) was repaired to resolve the issue. The km did not specify how the gds was repaired. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had insufficient pressure. The device was in clinical use when the issue occurred. The patient complained that the device was providing insufficient pressure, so the patient was moved to a different ventilator without changing any parameters. It was then noted that the patient's shortness of breath was relieved. There was no patient or user harmed. The complaint also indicated that the event did not claim that the patient was injured. The investigation is ongoing.